Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient can feel output pacing on the atrial lead at night between one and two o'clock in the morning. The lead was reprogrammed but the issue remained. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.